Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR #3003306248-2023-01390. It was reported that the customer heard a beep indicative of a motor stop as if the motor stop button had been pressed. The centrimag console went into shutdown mode with intermittent beeps which indicated that it was shutting down as if the motor stop button had been manually selected. This console was exchanged with no adverse effects on the patient.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section a: patient information requested but not able to be provided. Manufacturer's investigation conclusion incidental findings: b1 alarm the reported event of the console atypically shutting down and beeping were not confirmed. The centrimag 2nd generation primary console (serial #: (B)(6)) was returned for analysis and a log file was downloaded for review with events spanning approximately 8 days (006 ¿ ((07feb2023, 26may2006 ¿ 27may2006, 08jun2006, 10may2006, 07jun2006, 30jun2006, 13apr2023 per time stamp. Events occurring on (B)(6) 2023 took place during testing at abbott. Throughout the log file, the motor speed and clock were adjusted several times by the user. On (B)(6) 2006 at 23:38, the pump was stopped due to user request. The pump speed was then increased to 2850 rpm at 23:39. On (B)(6) 2006 at 01:12, the pump was stopped due to user request. The system was powered cycled on (B)(6) 2006 at 01:15 and at 01:34. The system was shut down on (B)(6) 2006 at 01:34 and powered on at 22:12. On (B)(6) 2006 at 00:37, the pump was stopped due to user request. The system was shut down on (B)(6) 2006 at 00:37 and powered on again on (B)(6) 2006 at 04:42. The system was shut down on (B)(6) 2006 at 04:43 and powered on again on (B)(6) 2006 at 10:30 and powered on at 10:31. The console was shutdown at 10:32. The console was powered on again at 10:37. There were no other related events active in the log file. Pump operation was not affected. Despite the console being power cycled several times throughout the log file, the time span between the console being turned on and off each time is significant enough to deem these events routine in nature and are not suspected to be atypical. The centrimag 2nd generation primary console was returned for analysis to the service depot. The console and the returned and associated centrimag monitor were connected to a mock loop for operation. The console was also independently tested and was found to operate as intended. The console underwent functional testing and passed all tests. The console was returned to the customer. The root cause for the reported event was unable to be conclusively determined through this analysis the 2nd generation centrimag system operating manual, rev. M, section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual, rev. M, section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual, rev. M, table 16 entitled ¿console alarms & alerts¿ addresses how to interpret and troubleshoot all system alarms including motor stop and b1 alarms. The device history records were reviewed for centrimag 2nd generation primary console (serial #: (B)(6)) and the console was found to pass all manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.